Event description:
It was reported that the coating of the device was separating from the device during a replacement procedure for normal battery depletion. There were also marks noted on both sides of the device. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of delaminated device coating was confirmed. The device voltage was above elective replacement indicator (eri) voltage level upon receipt. Assessment of total projected longevity was performed, and the device was revealed to have appropriate remaining longevity. Mechanical evaluation of header and can was performed, and the can was noted to have a peeled off perylene coating and scratches. This was not determined to be a manufacturing issue or an anomalous device and is consistent with having occurred during explant procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.